Event description:
It was reported the sidearm detached during the procedure and blood was noted from the sideport.

Manufacturer narrative:
One 8.5f fast-cath introducer was received for evaluation with the extension tube assembly detached from the side port of the introducer. Review of the device history record was not possible, as the lot number is unknown. In conclusion, visual inspection of the returned introducer revealed the extension tubing detached from the side arm port. Add'l testing confirmed the presence of solvent on the detached extension tube. Corrective action was initiated to investigate sidearm detachments. The current bonding process has been updated and validated to prevent recurrence.